Event description:
The patient had the primary surgery in (B)(6) 2012. On (B)(6) 2013, the patient came to the hospital due to the pain at hip and found that rug screw penetrated the head of hip to the pelvis. The devices were removed on that day.

Manufacturer narrative:
Evaluation summary: as all affected items appeared to be functional a material issue was excluded. Manufacturing documents revealed no deviation. Dimensional inspection of the returned nail revealed no deviation in undamaged areas. Functional check verified the function of the affected products as given in full. The review of available x-rays did not suggest a deficiency of the products. Investigation revealed no non-conformity, therefore no CAPA was initiated. According to found evidence it was concluded that the set screw had originally been placed and tightened on the shaft of the lag screw. As in this case the tip of the set screw had not engaged with the sliding flute as required there was potential for uncontrolled motion of the lag screw. According to the final position of the lag screw ¿ left the nail at medial ¿ after 5 months the set screw had initially not been placed in the sliding flute of the lag screw. The event was caused intra-operatively. As correct function was verified on returned products there was no deficiency in the returned items.

Event description:
The patient had the primary surgery (B)(6) of 2012. On 2013 (B)(6), the patient came to the hospital due to the pain at hip and found that rug screw penetrated the head of hip to the pelvis. The devices were removed on that day.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.